Event description:
There was no pt involved in this event. The device malfunctioned because the software failed to upgrade.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to the return of the device heartsine. The investigation confirmed that there was a problem when an attempt was made to upgrade the software on the device to 3.2.0 using the heartsine samaritan pad universal upgrader. This device was replaced within 24 hours. The pad pak, which contains the electrode and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multiple-use.